Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was not powering on. The medical surveillance specialist spoke with the pt on 06/08/2009 and obtained the following info. The pt reported that the alleged power issue began on the afternoon of the previous month. The pt claimed he manages his diabetes by taking a set amount of humulin 70/30 insulin in the morning and evening and if his blood glucose is over 200 mg/dl he also takes humulin r insulin on a sliding scale. Prior to when the alleged issue started, the pt confirmed that his blood glucose was running in the "250-300 mg/dl" range. As a result of the issue, the pt stated that he continued to take his usual dose of 70/30 insulin; however, discontinued taking humulin r because he did not know how much insulin to give himself. Approx a couple of days after the issue began, the pt stated that he began to feel very tired, sluggish, thirsty, and hungry. Three days later, in response to the symptoms, the pt claimed he went to the ER. The pt confirmed his blood glucose was tested with an ER/hospital meter when he arrived; however, the pt did not recall the result obtained. The pt reported being treated with insulin (type and dose unk) and IV fluids. At the time of troubleshooting, the customer care advocate noted that the pt replaced the subject meter's battery as recommended in the owner's booklet. The alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.